Event description:
Broken plate. After implanting doctor (B)(6) checked the 2nd view ( frog leg ) while putting the leg in position the plate bend in the offset. Patient was 12yrs old and 54kg / 119pound. He first said its an implant failure , after he calm down he said its also possible that the child plate was not appropriate for this kid and an adolescent plate would have been the better option.